Event description:
It was reported that on (B)(6) 2008, the patient underwent a stenting procedure in the mid left anterior descending (lad) artery with placement of a 2.5 x 23 mm xience v stent. On (B)(6) 2011, the patient was re-admitted with chest pain. Cardiac enzymes were elevated and myocardial infarction was diagnosed. Angiogram revealed in-stent stenosis of the xience v stent in the mid lad. A revascularization procedure was performed, with placement of 2 vision stents in the distal and mid lad. The patients chest pain resolved and the patient was discharged to home on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device - no pre-dilatation. There were no reported product deficiencies. The reported patient effects of angina, myocardial infarction, and stenosis/restenosis are listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the device was implanted via direct-stenting (no pre-dilation). It should be noted that the IFU instructs the physician to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter.